Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. There was no reported impact to the customer's blood glucose level. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support. Reportedly, customer loaded a new cartridge, cleared the alarm, and resumed insulin therapy. Customer continued to use the pump for insulin therapy.